Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, the physician was using the sep8 and the cat8 in the patient and reported that no resistance was experienced. While aspirating under fluoroscopy, the physician observed that a piece of the wire distal to the bulb of the sep8 had fractured in the right pulmonary artery. The physician then used a snare device to attempt to remove the piece of the sep8 wire, without success. The physician then decided to leave the piece of the wire inside the patient. The procedure was completed using a new sep8 and the same cat8. It was reported that the patient was transferred to the intensive care unit (ICU). A patient status update was requested. It was reported that as of on (B)(6) 2025, there was no further adverse effect or clinical impact to the patient.